Event description:
An open surgery on the thoracic and lumbar spine for a fusion of vertebrae T6 to L2, was performed with the aid of the display by the Brainlab Navigation software Spine & Trauma Navigation 3.0. Initially, 6 spine screws were intended to be placed bilaterally at vertebrae T8, L1 and L2. From an intra-operative CT scan, the surgeon discovered that all 6 screws placed at T8, L1 and L2 with the aid of navigation deviated from their intended positions. While correcting the spine screw placements, it was determined that sufficient screw anchorage was not possible at vertebra T8 due to pathologically altered bone quality. This necessitated the extension of the instrumentation cranially with 4 additional spine screws placed bilaterally at T6 and T7. According to the surgeon (treating clinician): The deviation of 6 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw positions were corrected with navigation at the very same surgery. The outcome of the surgery was successful as intended with all screws placed in their correct final positions. There was a screw malposition with penetration of the thoracic spinal cord. The extent of the effect i.e., potential postoperative neurological deficit and its reversibility is not yet clear. There was no other harm or negative effect to the patient reported, also not due to the prolonged anesthesia of 30 to 60 minutes, and there were no further medical/surgical remedial actions necessary, done or planned. Hospitalization of the patient was prolonged due to this issue.

Manufacturer narrative:
B2, H1: A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in the patient's spine in different positions than desired with Brainlab navigation involved. According to the surgeon (treating clinician): The deviation of 6 spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and the screw positions were corrected with navigation at the very same surgery. The outcome of the surgery was successful as intended with all screws placed in their correct final positions. There was a screw malposition with penetration of the thoracic spinal cord. The extent of the effect i.e., potential postoperative neurological deficit and its reversibility is not yet clear. There was no other harm or negative effect to the patient reported, also not due to the prolonged anesthesia of 30 to 60 minutes, and there were no further medical/surgical remedial actions necessary, done or planned. Hospitalization of the patient was prolonged due to this issue.A comprehensive investigation by Brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation. H6, H7: A comprehensive investigation by Brainlab regarding this specific event is currently ongoing and final conclusions are pending.Brainlab plans to issue a follow-up report to the FDA upon completion of investigation.